Manufacturer narrative:
Date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
It was reported to boston scientific corporation that a mantis device was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the clip would not deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event.